Event description:
Major pump unit(s) involved: blood pump; specify component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: pump stop.specific component(s) involved: driveline malfunction.additional text: cut wires.other component:causative or contributing factor: patient non-compliance in device. Maintenance/protection; patient error in system care.other cause:intervention(s): replacement of driveline.other intervention :implant device type: lvad.